Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose (bg) over 500 mg/dl and weakness. During troubleshooting with customer support, the patient alleged that the cartridges were leaking at the luer locks. This complaint is being reported because the patient experienced hyperglycemia and because of the leaking cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.